Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air and pressure alarms occurred during a routine hemodialysis treatment. The operator did not follow the correct procedures for alarm recovery and rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to user error as the operator did not follow the instructions for alarm recovery and rinseback as directed in the user's guide. The disposable cartridge was not available for evaluation. The exact cause of the alarms cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has provided additional training regarding alarm recovery and rinseback. Nxstage medical considers this report closed. No additional information will be provided.